Manufacturer narrative:
The device was not returned to baxter for eval and therefore an eval could not be completed. The customer cannot identify the device involved in the event. It the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a device alarmed for a false upstream occlusion while infusing a vasopressor, further info provided by the customer alleged pt incidence during the vasopressor infusion. Incident did cause a decrease in blood pressure, pump was swapped with a new device. Vasopressor was re-started on new device, and pt returned back to hemodynamic stability with no add'l intervention needed. No serious injury occurred.